Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer's au480 clinical chemistry analyzer generated false high ise (ion-selective electrode: sodium (na); potassium (k) and chloride (cl)) results. There was no impact to patient treatment. The results were not reported outside of the lab. Controls were run prior to this event and the results were within the lab's established ranges. The customer stated controls were out after this event.